Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 576 mg/dl and other relevant blood glucose level was 349 mg/dl. Customer stated that there was no bolus history. Customer experienced symptoms like numbness in hands and feet. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with syringes. Customer stated that they were neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer did not alleging insulin pump was under delivering. Customer stated that they took injections when they were hospitalized. The customer reported that the insulin pump received insulin flow blocked alarm. Customer declined for troubleshooting. Customer was advised that the insulin flow blocked alarm could be due to site, set or reservoir issues. The customer was advised that the insulin pump needed to be replaced and was advised to retrieve and save insulin pump settings and revert to the backup plan. The insulin pump will be returned for analysis.